Event description:
It was reported that during the implant procedure the physician was unable to locate a stable position for the left ventricular (lv) lead. The lead was removed and a different model lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).